Event description:
It was reported that the pin got wedged in the device. There was a delay of 5 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a pin seizing in a tibial resection guide involving a tibial resection guide lt was reported. The event was confirmed. A visual analysis confirmed the event. Medical evaluation not performed because it is not believed that patient factors contributed to the reported event. Device history review: not performed as the device was not properly identified. Complaint history review not performed as the device was not properly identified. The investigation of past complaints concluded that burrs or debris would get caught between the pin and the resection guide hole causing it to seize.

Event description:
It was reported that the pin got wedged in the device. There was a delay of 5 min.